Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Rewind was done twice but the motor error kept occurring. Mother stated that they changed the battery and received an unexpected restart alarm. It was stated that a temporary basal was not programmed before the alarm. The alarm history could not be verified due to the motor error alarm. Blood glucose value was about 208 mg/dl. They had called earlier that day to report the insulin pump being exposed to moisture on (B)(6) 2015 and the insulin pump was already being replaced.